Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that the balloon was ruptured. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atm when inflated for 5 seconds upon second inflation. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.